Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped working and the customer changed out the battery, but it never came back on. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer reported that the insulin pump started to vibrate and never turned back on. The customer reported that on the outside of the battery compartment it appeared to be damaged. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer confirmed that the insulin pump was not bumped or dropped and was not exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.